Manufacturer narrative:
No anomalies found by checking the DHR of the lot# of the poly liner involved (lot #2015at06e) on a total of 89 pieces manufactured with this lot #. No other complaints received on the same lot#. We will submit a final MDR once the investigation will be completed.

Event description:
Anatomic total shoulder prosthesis was implanted on (B)(6) 2015. Conversion to smr reverse prosthesis was done on (B)(6) 2017 due to poly liner dissociation from metal back glenoid. According to the info reported, patient showed also pain and squeaking of prosthesis and the presence of black tissue was noticed upon exposure, indicating possible metal on metal contact. No consequences reported for the patient. Event happened in us.